Event description:
Nurse went to flush saline through the huber needle- and was unable to flush any saline through without extreme pressure. Huber needle very resistant to flushing/priming with saline. Clamps were open and needle appeared within normal limits. Clamp distal to needle had a kink in tubing underneath it, could possibly have been causing the issue.